Event description:
It was reported that the patient went in one week after implant and the insertable cardiac monitor (icm) was close to popping out of the pocket. The physician adjusted the placement of the icm and stitched the wound tighter. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient went in one week after implant and the insertable cardiac monitor (icm) was close to popping out of the pocket. The physician adjusted the placement of the icm and stitched the wound tighter. The device remains in service. No adverse patient effects were reported. Additional information was received which clarified the physician opened the pocket, adjusted the placement of the icm and stitched the wound tighter.